Event description:
It was reported that the customer's pump screen went blank unexpectedly and would not turn on. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction injection via manual insulin therapy. The customer reverted to a backup insulin pump.